Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025 around 10:00am, the patient was lightheaded, dizzy and shaky. The patient attempted to go to the kitchen to consume something to increase her blood sugar but was unable to eat or drink. She collapsed and had a seizure. The cgm display during this time was not known. The patient's sister called emergency services. Upon arrival, emts checked the patient's bg and it was 19 mg/dl while the cgm was 400 mg/dl. Emts administered an oral substance and IV fluids for approximately 35 minutes. After treatment, the patient stabilized. A few hours after the incident, the patient was taken to the hospital and was diagnosed with a concussion with symptoms including headache, dizziness and nausea. A finger stick was taken at the hospital and the values had a 70 mg/dl difference from the values taken earlier during the event. The patient was prescribed tylenol and was discharged home. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.